Event description:
It was reported that all combinations with #2 are >40000 ohms. A loss of therapeutic effect was reported. Patient reported they may still be getting some stimulation benefit. The patient fell two weeks ago and hit his head.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was a change in the patient's medication (added comtan to sinemet). It was unlikely that any part of the deep brain stimulation system was an issue. The electrode (#2) with the high impedances was not being used in the therapy, but did produce side effects (arm pain, difficulty speaking, and facial pulling) when tested. As of the last visit, the patient was doing well with the stimulation program and medication. The patient did require and ER visit and a CT scan of the head following the fall, but did not require an extended stay admission. The patient recovered without sequelae. The hcp noted that the left stimulation program was controlling the left side of the body, and the right stimulation program was controlling the right side of the body, even though the lead configuration was appropriately set up.